Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad). A 2.25 x 24 synergy was advanced but failed to cross the lesion. The device was removed in order to advance a non-bsc device for a support; however, the distal stent struts were noted to be lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.